Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to position the atrial device at its target location, the device slightly flipped from its position prior to fixation. After stabilizing its positioning once more with the catheter, reduction of the patient's cardiac movement was observed. An echocardiogram was then performed confirming the presence of a pericardial effusion and cardiac tamponade. The implant was abandoned and pericardiocentesis was successfully performed. The patient was stabilized and later discharged.